Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4.2fr broviac catheter repair segment. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located just distal to the clamping oversleeve, and the observed damage which is characteristic of this failure type included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. An occlusion was observed distal to the burst site during the preliminary investigation, and this may have contributed to the failure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
3/4/2016- as reported by complainant, a patient was transferred from another hospital to their facility with an alleged break in a broviac catheter. A tear was noted just prior to shift change at 6:55 am on (B)(6) 2016. Complainant reported that there had been two prior repairs on this line. No patient injury was reported.